Event description:
Pt contacted dexcom technical support on (B)(4)2010 to report irritation at the sensor insertion site. Pt visited his physician who prescribed a topical ointment for 6 weeks. Topical treatment was unsuccessful, so pt returned to his physician who "lanced the boil." Pt's physician stated that there was a pocket of fluid, but no infection. Pt reported that the site still has redness and is now "hard to the touch, but not painful."

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.